Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions. Corrected h6- component code. The device was returned for evaluation. A visual inspection was performed, and the following was observed: associated delivery system was exposed through the sheath shaft. The liner was torn approximately 4.5in. From the strain relief and extends to the length of the sheath. There was a liner strand approximately 3in. In length originating in the region by the crimped valve. There were bent struts on the associated valve. The liner expanded and the distal tip opened as designed. Liner thickness was measured along the liner tear and strand. All measurements met specification. The complaints for inability to advance through sheath, sheath liner puncture, and sheath liner strand were confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. A product risk assessment (pra) is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the january 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: -tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. No information regarding tortuosity was provided. -calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. No information regarding calcification was provided. -undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. No information regarding calcification was provided. -a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. No information regarding angle insertion was provided. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. It is possible that one or more of the patient/procedural factors listed above (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) contributed to the resistance however, due to insufficient information, a definitive root cause is unable to be determined. Due to the returned condition, it likely that procedural factors (valve caught on liner) contributing to the sheath damage (liner puncture/strand). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a case in aortic position by transfemoral approach, when the 26mm sapien 3 ultra resilia valve exited the 14f esheath+, there was a popping appearance on the fluoro monitor. The team scanned down to the iliac and noticed the sheath appeared to be split and the commander delivery system appeared to be outside the sheath about halfway down. Upon further investigation, there was a strut pointing down toward the patient's feet. The decision was made to remove the delivery system/valve. The delivery system was rotated so that the strut would be facing into the closed portion of the sheath, and it was noticed that two struts were bent downward. Both struts were on the skirt end of the valve. The physician slowly retracted the sheath incrementally several centimeters and then retract the delivery system. The physician repeated these steps until they felt resistance. At this point the valve on the delivery system was in the common femoral artery, but they could not retract anymore. Fearing vessel dissection, the team upsized the contralateral sheath to an 11 fr and placed a wire up and over from the left to the right and had an 11 mm balloon on the wire which they inflated to control the left iliac artery. This allowed them to control the right groin site to perform a cutdown of the right groin, expose the common femoral artery, and pull out the sheath with the valve on the delivery system. The right vessel was repaired by the vascular surgeon and then a left transfemoral approach tavr was performed to implant a 26mm sapien 3 ultra resilia valve. Pre-decontamination evaluation of the returned device showed the sheath liner is torn 6" from distal tip and there is a large strand approximately 3" in length.